Event description:
It was reported that the autopulse resuscitation system would work for 2-3 minutes and then stopped. The patient was approximately in his 60s. When customer decided to remove the autopulse platform from under the patient and revert to manual compressions, platform appeared to be functional again. The patient was shocked 5-6 times. The patient survived and is back home. No additional information was provided.

Manufacturer narrative:
The autopulse nimh battery (s/n (B)(4)) was returned for evaluation. The battery was evaluated and was found to display a red flashing light, indicating that it had failed. No further testing could be performed based on the condition of the returned battery. A root cause for the failed battery could not be determined. Note: see related MFR report 3003793491-2013-00747 autopulse platform (s/n (B)(4)).